Event description:
It was initially reported by the physician that the screen on his handheld computer freezes during interrogation. Troubleshooting was performed (flashcard reseated) but did not resolve the issue. The handheld computer and software have not been returned to the MFR.